Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, their device would not detect that a patient was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. Medical personnel removed the electrodes from the device and placed them into a backup device when ems arrived on scene. There was no adverse effects to the (B)(6) year old patient as a result of the reported issue as the backup device was used to continue patient care.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The therapy harness connection to the upper case was not connected (manufacturing error), and a patient load could not be recognized.

Event description:
The customer contacted physio-control to report that during a patient event, their device would not detect that a patient was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. Medical personnel removed the electrodes from the device and placed them into a backup device when ems arrived on scene. There was no adverse effects to the (B)(6) patient as a result of the reported issue as the backup device was used to continue patient care.